Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4)). The batch 6012216, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012216 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac m14 on 12-mar-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b05932 was manufactured according to the wi version 67 and manufactured in the machine sc05-sc06, on 11-mar-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b05935 was manufactured according to the wi version 67 and manufactured in the machine sc05-sc06, on 11-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment from hub event on (B)(6) 2025. The infusion set was in use for one day. No further information available.